Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-6482 remote has exposed wires on the back of it. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Confirmed due to stress from misuse. See attached vendor memo in complaint file.